Manufacturer narrative:
Concomitant products: product ID 3777-45, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37743, serial # (B)(4), implanted: (B)(6) 2010, product type programmer, patient; product ID 748966, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 3888-33, lot # j0455250v, implanted: (B)(6) 2005, product type lead. (B)(4).

Event description:
It was reported that the patient had a burning sensation that started about 1.5 months prior to this report. The manufacturing representative met with the patient on the day of this report. The patient¿s implant area would get warm until they turned the implantable neurostimulator (ins) off. After having the ins off for about 30 minutes they could turn the ins on. The patient reported that nothing prompted this and this occurred no matter what their position was. This occurred on an almost daily frequency. The patient was programmed on electrodes 2, 3, and 4 with an amplitude of 2.7, pulse width of 450, and rate of 40 hz. Group impedances for the patient¿s one program and group was 469 ohms. Impedances for the electrode pairs of 2/3, 2/4, and 3/4 were 675, 615, and 572 ohms.